Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that one board screw in the scope connector of the subject device was missing as reported, and also confirmed that this board screw could not be found in the scope connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result and a past CAPA case, omsc considered that the reported phenomenon might have been caused by a drop impact. The subject device had been manufactured before taking measures to improve resistance. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the board screw in the scope connector of the subject device had come off. The screw was missing and could not be found. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was caused by an external factor. The subject device will be transferred to omsc. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.